Manufacturer narrative:
Investigation: photo received for investigation, upon visual inspection needle through shield is observed. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. During the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula. H3 other text : see h.10.

Event description:
It was reported that the bd precisionglide¿ needle stem passed through the packaging seal, compromising the sterility. The following information was provided by the initial reporter, translated from portuguese to english: "needle is sealed with the stem trespassing the safety cover."

Event description:
It was reported that the bd precisionglide¿ needle stem passed through the packaging seal, compromising the sterility. The following information was provided by the initial reporter, translated from portuguese to english: "needle is sealed with the stem trespassing the safety cover."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: photo received for investigation, upon visual inspection needle through shield is observed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. During the assembly of the needle, the cannula ended up screwing between the protector and the cannon. Thus, when the protector was installed in the cannon, it occurred that the cannula passed through the protector and bent the cannula; damaged the cylinder. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.